Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, an 8mm amplatzer septal occluder was selected for implant. During procedure, as the device was deployed inside the patient's body, the device deformed into a cobra shape. The physician attempted to deploy the device twice, however the deformation persisted and the device was removed from the patient. The device was again tested outside of the patient and the deformation persisted. Ultimately, no device was implanted and the patient was sent for surgical closure. The patient was reported to be in stable condition.

Manufacturer narrative:
The reported event of device deformity could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.